Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort due to their ipg migrating. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2017. The new location of the ipg is satisfactory. The patient will be wearing a waist binder for 10 days to insure the ipg remains in proper position and to aid the healing process.